Event description:
Patient was revised due to infection. (B)(6) 2012 - litigation papers were received. They allege that in addition to infection, patient experienced pain, discomfort, clicking, grinding, and elevated metal levels in the blood. Complaint was put back into investigation to make products reportable.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 01/26/2012 - litigation papers were received. They allege that in addition to infection, patient experienced pain, discomfort, clicking, grinding, and elevated metal levels in the blood. Complaint was put back into investigation to make products reportable. Product information for the sleeve was added, as well as patients date of birth and date of implant. Doi: (B)(6) 2008 the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.